Event description:
It was reported during a laparoscopic cholecystectomy, the er320 fired two clips at the same time. One fell into pt, the other formed properly. The clip was easily retrieved with a grasper. The instrument came from an fdc37 kit. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improce co's products.